Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the power supply connector, and adjusted the voltage at the camera. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display an image on the monitor during fluoroscopic x-ray. No patient injury was reported.